Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
This was previously reported on (B)(4) with MDR# 3030677-2020-01419. The become aware date of september 3, 2020 was also previously reported with (B)(4) and MDR# 3030677-2020-01419. This (B)(4) was created in order to facilitate a device exchange for the previously reported (B)(4).

Manufacturer narrative:
Corrected the become aware date from january 25, 2021 to september 3, 2020.